Event description:
In 2002, a customer complaint was investigated involving the unit antigen test entry of the hemocare blood bank data management system ver.5.2b(b). During the investigation, it was found that when entering greater than fifteen units in unit antigen test entry, a previously entered unit with or without test results, can be overridden with a new unit number. If the original unit had unreleased antigen test results, these results can become attached to the new unit.